Manufacturer narrative:
The returned pod was not deployed. The data showed that first priming ended early at only 34 pulses. This was due to a rotational sensor issue found within the graphical data. The commutator cap was closely analyzed and residue was found on the top of the commutator cap, causing the poor continuity with the rotational sensor springs, more specifically the spring connected to ground. A leak test was administered by occluding the soft cannula, but no leaks were found throughout the complete fluid path.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: pdm-int2-d001-mm. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure that the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose was 12.3 mmol/l (221.4 mg/dl). It was noted that the needle never deployed, indicating a needle mechanism failure. The pod was not worn.